Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch verio iq meter was displaying inaccurately high readings compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unsure of when the alleged issue first occurred. The patient reported obtaining readings of "555 mg/dl" compared to "198 mg/dl" on a freestyle meter. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported on an unknown date and time she had her usual dose of medication. The patient reported 1 week afterwards she developed symptoms of "blurry vision, sweating, tingling in feet". The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed the patient was using an approved sample site for obtaining the sample and the correct testing steps. The patient's test strips were in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.